Event description:
It was reported that the endowrist prograsp instrument would not open and close properly. No other information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the grips opened and closed properly and the instrument moved intuitively with full range of motion and in all directions. The pitch up cable was found slightly frayed at the distal clevis hub. The cable may have been nicked by another instrument or handling during the cleaning process may have contributed to the fraying. Engineering also observed that the distal end of the main tube has various deep scratches with material removed. The scratches are under .300 inches in length and are not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.